Manufacturer narrative:
(B)(4). Product code corrected. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lots. It could not be confirmed which lots were used in the case. Additional information requested and received: what were the product codes/colors of the cartridges used to create the jejunojejunostomy? The physician do not have record of this information and product was discarded after use. According traceability with commercial invoices following products were distributed to this user for case 2 (B)(6). Pse60a p91m5g 1, pse60a n93h94 1, ecr60b n4m869 6, ecr60w m4j759 6, for case 1 (B)(6): pse60a n93h94 1, pse60a m92h7x 2, pse60a n92x08 1, ecr60b m4hx0x 9, ecr60b n4m869 5, ecr60b m91374 2, ecr60w m4j759 3, ecr60w m4hz4y 2, ecr60w l4ea63 1. Were any staple formation issues identified in the primary procedure? No, none staple formation issues were identified. Were any staple formation issues identified during the reoperation? No, none staple formation issues were identified. Physician focus on bleeding and treat the bleeding and on fistula and treat fistula. He did not mention any staple formation issues identified. It was reported that an endoscopy was performed. Was it an endoscopy or laparoscopy? Endoscopy in both patients; this help to found bleeding and fistula. What were the indication for surgery for the reoperation? In case 2 (B)(6), patient was re-operated in 2 times in order to repairing the fistula and performing a wash of abdominal cavity and placement of new drainage was the reoperation performed laparoscopically or open? This information was not provided, we tried to contact physician withouth success today, so, we will try to contact him to obtain this specific information. How was the reoperation completed (please explain how the anastomosis was done manually)? This occurred for case 1 (B)(6): he performed a manual reinforcement with suture in the grape line as a corrective treatment of bleeding. The physician did not provide specific data of name, code or lot of sutures used or the applied surgical technique. What is the current patient status? For patient 2 (B)(6): patient remained hospitalized. Is the device available for return? No, it is not possible to return because these products were discharged after surgery and adverse events were presented for case 1 (B)(6) 24 hours after surgery and for case 2 (B)(6), approximately 10 days after surgery.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please confirm the product code and/or lot number of the device. What were the product codes/colors of the cartridges used to create the jejunojejunostomy? Were any staple formation issues identified in the primary procedure? Were any staple formation issues identified during the reoperation? It was reported that an endoscopy was performed. Was it an endoscopy or laparoscopy? What were the indication for surgery for the reoperation? Was the reoperation performed laparoscopically or open? How was the reoperation completed (please explain how the anastomosis was done manually)? What is the current patient status? Is the device available for return?

Event description:
It was reported that during a gastric bypass procedure, the patient was underwent gastric bypass surgery and in the surgery, is used the same technique as always by the surgeon. At the end of the surgery, the surgeon was the methylene blue test and it did not identify leakage in the passage of blue liquid, the staples and the stapler operated normally. At twenty-four hours, another surgeon visited his patient becoming aware of the situation, an endoscopy was performed and it was observed a bleeding of the staple line in the jejuno - jejunum anastomosis. The bleeding is internal and it was detected the patient with hemoglobin of thirteen, the patient was transfused with plasma and blood packets, the patient was re-intervened during the surgery, the anastomosis is dismantled and the anastomosis was done manually. The patient gradually evolves but the recovery of this patient is very tense; fortunately, everything went well.